Event description:
It was reported that the patient experienced hypoglycemia while wearing the pod longer than 48 hours on the abdomen. The blood glucose level reported was less than 54 mg/dl. The patient's wife observed abnormal behavior, including difficulty speaking coherently and involuntary arm movements. She was unable to get him to drink or comprinted his surroundings. Medical attention was sought by paramedics and the patient was given 2 glucose shots as well as IV glucose as treatment.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.